Event description:
It was reported the customer was hospitalized for high blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 600 mg/dl. The customer stated they were vomiting from their medication prior to being hospitalized. The customer also stated they were not on the insulin pump when they were hospitalized. Customer also reported a past hospitalization for low blood glucose. The customer also stated the low blood glucose incident was caused by their medication. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).